Event description:
Double bacterial infection following novasure ablation. Bloating was the only indicator. Infections detected at 2 months post-op. Ibs permanent now. Never had ibs before. Bloating from that as well. Recently diagnosed with gout in 2006.